Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and found that the exhalation flow sensor (evq) test has failed. The se reseated the seals on the evq, performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when a 980 ventilator was powered on, it failed the power on self test (post) and generated an inoperative error message. The ventilator was not in use on a patient at the time of the reported event.